Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited oversensed noise on both channels while in the changing area of the hospital, far from the magnetic resonance imaging (MRI) zone. The patient did not have her cell phone near the device. Technical services (ts) discussed reviewing possible electromagnetic interference (emi) sources. This pacemaker remains in service. No adverse patient effects were reported.